Event description:
The manufacturer has been informed of a patient experiencing a seizure approximately 30 minutes after initiating therapy with the ds2adv auto CPAP device. The patient reported multiple seizure episodes, with the first occurring 3-4 months ago. The respiratory therapist reviewed the usage data in care orchestrator, confirming that the device was responding appropriately to the detected events. The patient is using a resmed f20 mask, not a philips-branded mask, and the therapist noted that there are known issues with the exhalation valves of these masks. The patient is awaiting a repeat sleep study. There was no report of device malfunction. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.